Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 11. On( B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.